Event description:
Reporter indicated that pt's lead was protruding from the neck incision site, but had not yet broken through the skin. It was also reported that the pt had an infection and was prescribed antibiotics. Further follow-up revealed the pt reports continued serosanguinous drainage from neck incision in small amounts. Neurologist has not proceeded with programming of the device to on due to the infection. The pt has had recent increase in seizure activity with a fall during which pt sustained a jaw injury and dental fractures. Weight decline is reported secondary to the dental problems.